Event description:
According to an autopsy report forwarded to shiley by the initial rptr, the disc of the bjork-shiley mitral valve was found within the left pleural cavity and the strut of the mitral valve was found within the trabecular carni of the apex of the heart. The final cause of death was lised as "failure of the bjork-shiley prosthetic mitral valve with fractured metal strut and dislodged disc."